Manufacturer narrative:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from (B)(4)). Based on available info, our medical determination is that this malfunction is serious: because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. In this case, the catheter balloon was eventually deflated but with much difficulty. Reported to the FDA on (B)(4) 2013.

Event description:
Complaint received as follows: ¿this urinary catheter as we had problems with. Scrambled in the following manner. When we would pull the catheter could not cuff to empty. It was possible to inject water into it but do not aspire anything out. The surgeons thought to try and to blow it or inject gasoline. I did, however, in and "aspierarade" ml for ml and were slowly and with great force to the liquid from the cuff. It took 15-20 minutes. When I got the catheter out, I see an approx. 3 mm crack in the cuff. Some form of injury "trligtvis" made some kind of valve mechanism.